Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, piston went over the lens and damaged lens. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.4.,h.3., h.6. And h.11. The device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle. The plunger has underrode the lens. This was most likely interpreted as part of the complaint. The lens was located at mid-nozzle. The optic was broken. The trailing haptic was misfolded under the optic and broken in the gusset area. The lead haptic was extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of piston went over the lens and damaged it. A plunger underride was observed which has misfolded the trailing haptic and has broken the optic. The plunger underride was most likely interpreted as part of the complaint. Plunger underride may occur: 1) due to rapid advancement faster than the IFU (instructions for use) recommended rate. 2) if the operating room temperature is too high (greater than 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).